Manufacturer narrative:
Updated g4: date received by manufacturer 04/11/2019 to corrected 05/05/2020.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, instrument service history review, and a review of product labeling. A review of tickets was performed for reagent lot number 02376ui01. The ticket search found no complaints similar to this issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg assay lot number 02376ui01 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total bhcg results on one patient. The results were provided: on (B)(6) initial bhcg result=10247.08 miu/ml (greater than 25.00 miu/ml=positive) /on (B)(6) 2020 repeated same specimen result= <1.20 miu/ml (less than or equal to 5.00 miu/ml= negative)/ on (B)(6) redraw patient result=<1.20 miu/ml(negative).